Event description:
Hill-rom rec'd a report from the account stating the nurse call would not work. The bed was located in room tn520 at the account. There was no pt/user injury reported. This report was filed in out complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the nurse call membrane worn. Per the hill-rom svc manual the advanta 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual svc of the bed is advised in order to maintain its characteristics and performance. Sidecom communication sys: inspect and test the communication junction box. Make sure the sidecom communication sys features operate correctly. Inspected the communication cable, including the male and female pins in the plug. Replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the nurse call membrane to resolve the issue. Based on this info, no further action is required.